Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and multiple inappropriate shocks were delivered. In addition, the lead had undefined high pacing impedance, short v-v counts and exhibited noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.